Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 2000mg/dl. It was stated that the customer went to visit her cousin and ran out of insulin; the customer could not wake up in the morning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.